Event description:
The icy catheter (lot 218568) was placed via right femoral and the ivtm therapy started at around 10am on (B)(6) 2026. At around 8pm on the same day, there was an air trap alarm displayed on the thermogard xp ivtm system. The doctor checked it and found blood in the saline in the catheter and start-up kit (suk) tubing. The balloon leak check was conducted and the balloon rupture was confirmed. A new icy catheter and a new suk were replaced to continue the treatment with the same console. No device malfunction is reported for the suk. No patient injury reported.

Manufacturer narrative:
Zoll has not received the icy catheter in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint of a leak on icy catheter (lot 218568) was confirmed during functional testing. A pinhole leak was observed at the middle of the medial balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned catheter was performed. No physical damage was observed on the catheter. Blood residue was observed in the balloons and in luered tubings. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed from the middle of medial balloon, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 218568.